Event description:
The customer reported that during reprocessing of the subject device, there was a flow problem during the endoscope washing and disinfecting cycle. The wash cycle of the reprocessing machine stopped. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found that the air/water nozzle was clogged with foreign material, which resulted in insufficient air and water flow. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].

Manufacturer narrative:
Further evaluation of the device found the light guide lens and lens glue were chipped. The adhesive rubber glue was worn and separated. Switch button #1 was worn. The scope cover unit and connecting tube had scratches. The universal cord had wrinkles. The bending angulations were of out specification. The biopsy channel was worn and had scratches on the inside of the channel. The insulation resistance value was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the clogged nozzle could not be determined at this time. It is possible that the foreign material could not be removed even though the user reprocessed properly in accordance with instructions for use (IFU). The following information is stated in the IFU: "caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Cleaning, disinfection, and sterilization procedures: clean the external surface. Immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flush the air/water channel with detergent solution". Olympus will continue to monitor field performance for this device.